Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01222. It was reported the patient experienced ineffective stimulation from his scs system. Reprogramming was unable to provide effective stimulation coverage for the patient. As a result, surgical intervention took place on (B)(6) 2016 at which time the patient's entire scs system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01222.